Event description:
It was reported that there was a low out of range impedance value on right subthalamic nucleus lead on contact pair 8/9 = 32 ohms. The healthcare professional (hcp) was concerned because the patient was reporting some shock-like symptoms, but it was not consistent or positional. The patient was not programmed with either 8 or 9. The hcp provided some of the electrode impedances as: c/8 724, c/9 724, c/10 812, c/11 731, 8/9 32 and 10/11 859. The hcp stated range of values were 832 to 1042 ohms. It was noted there was concern because the bipolar reading of 10/11 was similar to c/10 and c/11 when they typically should have been double. The manufacturing representative stated that the patient had perfect tremor control and no therapy issues. The manufacturing representative indicated that the patient did not want to do surgery as the current time as the hcp stated they could do surgery to correct it. There were no group impedances taken. The patient had no falls or trauma. Additional information received reported that the patient was advised by the hcp to get the system replaced if it continued to bother the patient. It was noted that the patient was doing well with tremor control and did not want to go back to surgery at this time.

Manufacturer narrative:
Concomitant medical products: product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3387s-40, lot# v132495, implanted: (B)(6) 2008, product type: lead. Product ID: 7482a95, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3387s-40, lot# v132495, implanted: (B)(6) 2008, product type: lead. Product ID: 37651, serial# (B)(4), product type: recharger. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 64001, lot# n379108, implanted: (B)(6) 2013, product type: adapter. Product ID: 64001, lot# n379107, implanted: (B)(6) 2013, product type: adapter. (B)(4).